Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, there was damage to multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to power on is the damaged components. The cause of the damaged components is high energy traveling to low energy circuitry. The root cause of the high energy cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.